Manufacturer narrative:
The system alarm was confirmed during testing and evaluation of the returned cycler. The main circuit board was replaced and the alarm did not recur. Device labeling includes adequate instructions for responding to system alarms. The reported blood loss was due to the operator not performing rinseback. The user's guide states that if the system alarm cannot be resolved to perform a manual rinseback of the pt's blood if the circuit is not clotted. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff have been notified and provided additional training g. Nxstage medical considers this report closed. No additional info will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A system alarm occurred during a routine hemodialysis treatment. The operator was not able to resolve the alarm so treatment was discontinued without performing rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.